Event description:
It was reported to medtronic minimed that the customer received a stuck button alarm and reported a frozen display. The customer observed the pump constantly beeping and had a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the frozen display, and the customer called back after resting the pump for 2 hours and replacing the battery. The frozen display continued. Troubleshooting was performed for the keypad anomaly, and the serialized device was replaced. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the constant tone customer reported an audio/vibrate anomaly. The pump continued to sound after the battery was removed and the pump was placed in storage mode. The pump will be rested for 2 hours without a battery. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump passed the active current test and self-test. However, unit received with a high sleep current. All buttons function properly. No blank display noted during testing. Thump and carelink software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted in the pump history/trace files on the event date or anywhere else. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. No stuck key alarms noted during testing, however, a stuck key alarm was found in the (history file or traces) 06/20/2025 at 19:34:48.000. The pump was cut open to perform visual inspection and found moisture damage on the keypad flex connector / pcba 1 da1, j6, j7, j2 / pcba 2 j1 / motor/ force sensor. Test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked case on the battery tube side, cracked case corner of belt clip rails, and cracked case. Alleged frozen screen was not confirmed. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Keypad/buttons functioned properly during analysis and passed all required testing. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Stuck button alarm not confirmed. Audio/vibrate/absence of alarm anomaly not confirmed during testing or in the pump history/trace files. High sleep current was due to moisture damage on the keypad flex connector / pcba 1 da1, j6, j7, j2 / pcba 2 j1 / motor / force sensor. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.